Event description:
A report was received that the patient was experiencing pain and cannot barely move if he stand and felt like his chest was being squeezed that he cannot breathe. It was also reported that the stimulation was turned on and the symptoms worsened. It was unknown if it was device related.